Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: stent remains in pt, pericardiocentesis requiring intervention. Device issue: stent dislodgement. It was reported that the procedure was to treat the rca and cx a 3.5 x 18 mm vision was successfully implanted in the rca with good results. The cx was more difficult as the artery was closed off. Two voyager's were used for pre-dilatation, and then the 2.25 x 23 mm mini vision stent was deployed at which time a perforation occurred. The graftmaster was advanced to treat the perforation, but it would not cross and was removed, losing guide wire access. A new guidewire was placed and another attempt was going to be made to place the graftmaster, when the stent was observed to be missing. The guiding catheter was removed and flushed, but the stent could not be located. It is unk when the stent dislodged, but could possibly remain in the pt. The perforation was treated with a long balloon inflation. The pt also required a pericardiocentesis. Following the procedure, the pt was in stable condition. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: the device was not returned for investigation. During in-process control, samples were tested for stent retention and were above the specified requirement. There is no info that the device was not in working order when it left mfg, therefore, a root cause can be identified. The minivision indicated in the event description and in the concomitant medical prods is being reported under MFR# 2024168-2008-00462.